Event description:
It was reported that during a laproscopic prostatectomy the device had no function after 10 minutes of use and a solid tone was produced. The case was completed with another like device. There was no patient consequence.